Event description:
It was reported that, the patient received one inappropriate shock during sleep due to myopotential noise oversensing. The technical services (ts) recommended to reproduce the noise in the clinic to check if secondary configuration is acceptable and suggested x rays to confirm insertion and electrode integrity. This electrode remains in service. No adverse patient effects were reported.